Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported issues appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion that was 75% stenosed, mildly tortuous and highly calcified in the proximal right coronary artery. An unspecified semi-compliant balloon failed to dilate the lesion sufficiently. Then, an nc trek balloon dilatation catheter (bdc) was advanced; however, resistance with the anatomy was felt. The balloon ruptured at 16 atmospheres during the first inflation. The bdc was replaced with a non-abbott bdc, but the balloon also failed to dilate the lesion sufficiently. The procedure was completed without stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.